Event description:
The medical director of the group home where the patient resided stated the cause of death was not related to vns.

Event description:
It was reported that the vns patient passed away the night prior. The cause of death and the relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The cause of death was reported as septic sock/aspiration pneumonia by the medical director of the group home where the patient resided.